Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose (bg) level of approximately 525 mg/dl; cause was unknown. Customer either delivered a bolus via the pump or administered a manual injection to address elevated bg. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.